Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported an az (autozero) failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported az failure issue. The fse remotely recommended to replace the solenoid valve to address the reported problem. The customer received the solenoid, installed, and the unit is back in use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.